Manufacturer narrative:
E1. Initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual inspection: the device was visually and microscopically inspected and there was no damage or irregularities. Microscopic inspection revealed no damages. Functional test revealed that the rotawire was able to be removed with no difficulties or issues from the rotapro device. Dimensional inspection revealed that the overall lenght, distal tip overall dimension (od), middle of the device, and the proximal section (od) matches specification.

Event description:
It was reported that the burr and guidewire were stuck. A rotawire and wireclip torquer and a rotalink burr were selected for use in an ablation procedure. During the procedure, it was noted that the burr and guidewire were stuck. Subsequently, there was difficulty in removing the device. The devices were removed together with the advancer. There were no patient complications reported.

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the burr and guidewire were stuck. A rotawire and wireclip torquer and a rotalink burr were selected for use in an ablation procedure. During the procedure, it was noted that the burr and guidewire were stuck. Subsequently, there was difficulty in removing the device. The devices was removed together with the advancer. There were no patient complications reported.